Manufacturer narrative:
(B)(4). Date of initial report: 12/11/2014. Date of follow-up report: 01/22/2015. Evaluation of the incident sample found the cord was exiting the side of the pencil body and was crushed between the two halves. The pencil cord failed hipot testing. This was due to an isolated assembly error.

Event description:
The customer reported that prior to use, it was noted that the pencil cable was damaged. The pencil was not used.covidien&#39;s initial evaluation of the incident device found the cable was caught in the pencil body weld. The cable failed hipot testing.

Manufacturer narrative:
(B)(4).the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.